Manufacturer narrative:
Results: the smart coil was returned inside the non-penumbra microcatheter. The embolization coil was intact with the proximal constraint sphere and coagulated blood was found on the proximal end of the embolization coil. Conclusions: evaluation of the returned handle revealed that the device was functional. During the functional test, the handle was tested on the handle fixture and passed within specification. The root cause of the detachment issue during the procedure could not be determined. Evaluation of the returned non-penumbra microcatheter revealed two ovalizations on its distal length. The most distal of these may have contributed to the resistance that pulled the embolization coil from the ddt. The 3cm ovalized region was likely incidental and occurred post-procedure. Evaluation of the smart coil revealed that the coil was detached inside an ovalized non-penumbra microcatheter. The complaint reported several attempts to detach the coil using the handle, deemed functional upon return, as well as manual attempts to detach the coil. This indicates it is likely the pet lock was separated and pull wire was retracted from the ddt. The coagulated blood on the proximal end of the coil may have held the embolization coil within the ddt contributing to the inability to detach the coil. Upon retraction of the coil into the microcatheter, there may have been enough resistance to pull the embolization coil from the ddt, detaching the coil within the non-penumbra microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02338.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the first smart coil into the target vessel using a non-penumbra microcatheter and the handle to detach it; however, the coil failed to detach. Therefore, the physician manually detached the smart coil and successfully implanted it. The physician then attempted to advance a second smart coil. After three attempts to detach the smart coil using the handle, as well as an attempt to manually detach it, the smart coil was retracted. However, while retracting, the smart coil unintentionally detached near the hub of the microcatheter. Therefore, the smart coil and microcatheter were removed together. The procedure was completed using another microcatheter and additional coils. There was no report of an adverse effect to the patient.